Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional checked were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, one delivery accuracy test was over +/-3% which recommend trimming the expulsor to bring down the volume within range.

Event description:
Information was received indicating that this smiths medical cadd legacy pump experienced under delivery. It was reported that when pump reads 0 ml, there is still 20% of fluid in the cassette. No reported adverse effects.